Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device. The other armada catheters referenced are filed under a separate medwatch MFR numbers.

Event description:
It was reported that an armada balloon dilatation catheter was advanced to the restenosed stent in the right subclavian artery when it ruptured with the first inflation below nominal pressure. The entire armada was removed intact from the artery without incident. Two more armada balloons were inserted individually and ruptured with the first inflation below nominal pressure. It was thought that a stent strut from the restenosed stent was poking out at an angle and causing the balloon ruptures. There were no adverse patient effects. A non-abbott balloon was used to treat the lesion. No additional information was provided.